Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient's PICC was used for a CT scan. During scan it was noted that contrast had extravasated into the upper right arm. Pivc was used to deliver contrast. PICC was removed. PICC had been in situ just short of 2 weeks. Scan is set at rate of 3mls/sec at a limit of 350psi. Hospital uses securacath with piccs. Additional information received 16-aug-2023 : patient was experiencing limited pain but contrast wasn¿t being visualized in the central chest so they scanned lower and saw contrast in the arm. There were no issues flushing the catheter prior to the injection. Patient was treated with cold compress for 3 hours (15min on and 15min off), and fully recovered.

Event description:
It was reported that patient's PICC was used for a CT scan. During scan it was noted that contrast had extravasated into the upper right arm. Pivc was used to deliver contrast. PICC was removed. PICC had been in situ just short of 2 weeks. Scan is set at rate of 3mls/sec at a limit of 350psi. Hospital uses securacath with piccs. Additional information received (B)(6) 2023 patient was experiencing limited pain but contrast wasn¿t being visualized in the central chest, so they scanned lower and saw contrast in the arm. There were no issues flushing the catheter prior to the injection. Patient was treated with cold compress for 3 hours (15min on and 15min off), and fully recovered. Additional information received (B)(6) 2023 ¿ they use a medrad stellant system for injection ¿ the contrast (omniplague 350 500ml bags) is stored in a heating cabinet (37 deg) and the system has a heating sleeve built in to maintain this temperature. ¿ the system automatically gives a 10ml pre-flush of saline and a 40ml post flush. The nurses also do hand flushes (20 before and 20 after) ¿ the pressures are set at 325psi but some xray nurses ask for it to be dropped to 300psi ¿ flow rates are mostly 3ml/sec and will be dropped to 2.5ml/sec if the nurse reports the PICC is sluggish on flushing. Cta scanning requires 4ml/sec ¿ some staff remove maxplus and others don¿t.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr s/l powerpicc was returned for evaluation. A functional test of attempting to pressurize the returned powerpicc with water using a 12 ml syringe revealed a leak just proximal of the 14 cm depth marker. The split occurred at a permanent kink in the catheter. A microscopic observation revealed a longitudinally aligned split along the extrusion line of the catheter. A granular fracture surface was observed. The catheter wall thickness was measured near the split site and found to be within manufacturing specifications. Because the fracture was observed at the defined kink near the insertion site of the catheter, the complaint is confirmed and was determined to be use related. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that patient's PICC was used for a CT scan. During scan it was noted that contrast had extravasated into the upper right arm. Pivc was used to deliver contrast. PICC was removed. Additional information received 16-aug-2023. Patient was experiencing limited pain but contrast wasn¿t being visualized in the central chest so they scanned lower and saw contrast in the arm. There were no issues flushing the catheter prior to the injection. Patient was treated with cold compress for 3 hours (15min on and 15min off), and fully recovered.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient's PICC was used for a CT scan. During scan it was noted that contrast had extravasated into the upper right arm. Pivc was used to deliver contrast. PICC was removed. PICC had been in situ just short of 2 weeks. Scan is set at rate of 3mls/sec at a limit of 350psi. Hospital uses securacath with piccs. Additional information received 16-aug-2023 patient was experiencing limited pain but contrast wasn¿t being visualized in the central chest, so they scanned lower and saw contrast in the arm. There were no issues flushing the catheter prior to the injection. Patient was treated with cold compress for 3 hours (15min on and 15min off), and fully recovered. Additional information received 06-sep-2023: they use a medrad stellant system for injection. The contrast (omniplague 350 500ml bags) is stored in a heating cabinet (37 deg) and the system has a heating sleeve built in to maintain this temperature. The system automatically gives a 10ml pre-flush of saline and a 40ml post flush. The nurses also do hand flushes (20 before and 20 after). The pressures are set at 325psi but some xray nurses ask for it to be dropped to 300psi. Flow rates are mostly 3ml/sec and will be dropped to 2.5ml/sec if the nurse reports the PICC is sluggish on flushing. Cta scanning requires 4ml/sec. Some staff remove maxplus and others don¿t.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient's PICC was used for a CT scan. During scan it was noted that contrast had extravasated into the upper right arm. Pivc was used to deliver contrast. PICC was removed. PICC had been in situ just short of 2 weeks. Scan is set at rate of 3mls/sec at a limit of 350psi. Hospital uses securacath with piccs. Additional information received 16-aug-2023 patient was experiencing limited pain but contrast wasn¿t being visualized in the central chest, so they scanned lower and saw contrast in the arm. There were no issues flushing the catheter prior to the injection. Patient was treated with cold compress for 3 hours (15min on and 15min off), and fully recovered. Additional information received 06-sep-2023 they use a medrad stellant system for injection. The contrast (omniplague 350 500ml bags) is stored in a heating cabinet (37 deg) and the system has a heating sleeve built in to maintain this temperature. The system automatically gives a 10ml pre-flush of saline and a 40ml post flush. The nurses also do hand flushes (20 before and 20 after). The pressures are set at 325psi but some xray nurses ask for it to be dropped to 300psi. Flow rates are mostly 3ml/sec and will be dropped to 2.5ml/sec if the nurse reports the PICC is sluggish on flushing. Cta scanning requires 4ml/sec. Some staff remove maxplus and others don¿t.